Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited undersensing. The patient did not experience any adversed consequences. The device was explanted and replaced for unrelated issues. The patient would continue to be monitored.